Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the lts60a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, the device was fired and then the staple line opened. The caller could not provide information on the staples formation. The procedure was converted to an open procedure. A open device was used to complete the procedure. The caller could not provide any further details of the event.